Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The pump passed the delivery accuracy test. All the buttons functioned properly and no moisture damage on keypad traces were noted. The keypad connector was fully locked. The pump was received with a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a keypad anomaly. Customer's blood glucose was 286 mg/dl. Customer was hospitalized for diabetic ketoacidosis at the time of the call. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.